Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad is responding intermittently. It was reported that the pump does not get wet and there is no damage to the keypad.